Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart. The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to perpetually rebooting. A functional test was performed and failed due to perpetually rebooting. The receiver case was opened, and an internal visual inspection was performed and failed due to water damage. The allegation was confirmed. The probable cause was moisture damage. No additional event or patient information is available.